Event description:
Reference number (B)(4). Event occured in the united states. A single incident of a kinked infusion set cannula was reported by the patient. The event occurred on (B)(6) 2025. The patient noticed symptoms 3 or more hours after insertion. The infusion set had been in use for less than 24 hours at the time of the incident. The insertion site was located on the abdomen. In response to the issue, the patient resorted to using multiple daily injections (mdi) for insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.